Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse found that the vacuum calibration was under specification. The fse replaced the scroll compressor. The 1/8 npt mufflers were also replaced. The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : b5 , b6 , b7 , d10 , h6 ( medical device ¿ problem code , health effect ¿ impact codes ).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a power-up test fails # 14. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had error code 14 displayed before use. There was no patient harm or injury.